Event description:
It was reported that a one-link access extension set was observed with no flow. According to the report, the reporter stated they started an IV using gravity infusion and no flow was observed. The customer was unable to force-prime the device using a syringe. The solution used for this event is unknown, as well as the cause. There was patient involvement, but there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.